Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) was due to the monitor¿s electrode belt connector being unplugged from the monitor¿s ca board, causing fault. He root cause for the unplugged connector was excessive force. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).